Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: drill bit broke during fusion procedure. (B)(6), head ortho tech reported that this drill bit broke into pieces during surgeons four corner wrist fusion procedure on (B)(6) 2013. It is not known if any fragments remain in the patient. Additional information has been requested. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.